Event description:
Dealer called in and stated the crossbraces are pushing out through the seat, dealer stated there were no injuries associated with the incident, dealer stated she is unaware of what may have caused the issue.